Manufacturer narrative:
Follow up report to add information not known at the time of original report such as investigation type, findings and conclusion.

Event description:
Follow up report for (B)(6), MFR report: 3005994106-2019-00007.

Event description:
Customer reported a balloon burst during the procedure at 17 atmospheres. No harm to patient.